Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-03-31. UDI #: (B)(4). Mfg date: 2017-03-31. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2017-11-30. UDI #: (B)(4). Mfg date: 2016-11-30. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2017-12-31. UDI #: (B)(4). Mfg date: 2016-12-31. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-03-31. UDI #: (B)(4). Mfg date: 2017-03-31. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30. UDI #: (B)(4). Mfg date: 2017-06-30. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30. UDI #: (B)(4). Mfg date: 2017-06-30. (B)(4). Heartware ventricular assist system ¿cac adapter. Cac adapter / (B)(4)/ model #: 1430de. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing power switching events while at home. The devices are still in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the devices have been exchanged.

Manufacturer narrative:
Additional products: battery, (B)(4). D4 expiration date: 2018-03-31 UDI#: (B)(4). D10: yes, return date: 2018-06-27 h3: no h4: mfg date: 2017-03-31 h6 FDA method code(s): 3263 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 battery, (B)(4). D4 expiration date: 2017-11-30 UDI#: (B)(4). D10: yes, return date: 2018-06-27 h3: no h4: mfg date: 2016-11-30 h6 FDA method code(s): 3263 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 battery, (B)(4). D4 expiration date: 2017-12-31 UDI#: (B)(4). D10: yes, return date: 2018-06-27 h3: no h4: mfg date: 2016-12-31 h6 FDA method code(s): 3263 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 battery, (B)(4). D4 expiration date: 2018-03-31 UDI#: (B)(4). D10: yes, return date: 2018-06-27 h3: no h4: mfg date: 2017-03-31 h6 FDA method code(s): 3263 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 battery, (B)(4). D4 expiration date: 2018-06-30 UDI#: (B)(4).d10: yes, return date: 2018-06-27 h3: no h4: mfg date: 2017-06-30 h6 FDA method code(s): 3263 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 battery, (B)(4). D4 expiration date: 2018-06-30 UDI#: (B)(4). D10: yes, return date: 2018-06-27 h3: no h4: mfg date: 2017-06-30 h6 FDA method code(s): 3263 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 cac adapter, (B)(4). D10: yes, return date: 2018-06-27 h3: no h6 FDA method code(s): 3263 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial aware date 16-may-2018, h10 product event summary, h10 additional products product event summary: the controller (con308721), six (6) batteries (bat583677, bat360790, bat360808, bat583681, bat581523, bat581520), and one (1) controller ac adapter (cac008466) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller, batteries, and controller ac adapter revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, con308721, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed premature power switching events due to communication errors involving bat583681, bat581520, and bat360808 as well as power switching events due to momentary disconnections involving bat360790, bat360808, bat583677, bat583681, bat581523, and bat581520 within the analyzed period. Data log files also revealed multiple instances involving bat360808, bat581520, and bat583681 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: battery bat360808 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 battery bat583681 h6: FDA conclusion code(s): 4307 battery bat581520 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after routine log file review, one of the batteries was indicated to have had a communication error.

Manufacturer narrative:
Product event summary: the controller, six batteries, and one controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller, batteries, and controller ac adapter revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6), as well as premature power switching events due to communication errors involving (B)(6). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery, (B)(6). D10: yes, return date: 2018-06-27 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, (B)(6). D10: yes, return date: 2018-06-27 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, (B)(6). D10: yes, return date: 2018-06-27 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, (B)(6). D10: yes, return date: 2018-06-27 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, (B)(6). D10: yes, return date: 2018-06-27 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, (B)(6). D10: yes, return date: 2018-06-27 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 controller ac adapter, (B)(6). D10: yes, return date: 2018-06-27 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.